Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged headache, sinus issues, breathing problem. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found evidence of an unknown contaminant on the outside of the iso port, inside the iso port and on the iso port panel. The manufacturer completed an internal visual inspection. The manufacturer found evidence of water ingress and an unknown dark contaminant, dust and piece of blue plastic like particle in the blower, blower seal, blower box, ui panel, top enclosure, bottom enclosure, and iso port panel. The manufacturer found evidence of sound abatement foam degradation. The manufacturer applied power to the device and verified device powers on and provides airflow. The manufacturer concludes the contaminates found were consistent with water ingress, an unknown contaminant, dust and plastic like particles. The manufacturer confirmed there was evidence of sound abatement foam degradation. Section d, g and h has been updated / corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged headache, sinus issues, breathing problem. There was no report of serious or permanent patient harm or injury. The device was returned and the manufacturer confirmed particles in air path, found evidence of foam degradation during device evaluation.